Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient reported on (B)(6) 2025 that they activated a new pod (pod #1- documented in insulet reference case (B)(4)) on (B)(6) 2025, after between 59 and 60 hours of wear on her arm they began experiencing itching, irritation, and smelling insulin. On (B)(6) 2025, the patient removed the pod and found a big swollen red spot. That same day the patient then applied a new pod (pod #2- documented in insulet reference case (B)(4)) and applied on the same arm, approximately 4 cms from where pod #1 had been. On (B)(6) 2025 she called (B)(6), sent them a picture of the site, and spoke with the doctor (name unknown) on the phone. She was diagnosed with an infection and for treatment was prescribed clarithromycin 500 mg- 1 tab twice daily for 7 days. On (B)(6) 2025 the patient was experiencing extreme pain, infection, redness, and a bump that was yellow at the site of pod #2 and decided to remove it due to it being infected. She again called the same doctor at the same clinic as before. She was prescribed a new antibiotic- erythromycin 250 mg- take 2 tablets 4 times daily for 7 days. She was also instructed to stop using clarithromycin at this time. Pod # 2 had been worn for approximately 30 hours.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain or infection and no issues were found. Although the investigation found no evidence of any damage that would contribute to pain or skin infection, the cause of the reported infection or pain could not be determined. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when or how the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the leaking event could not be conclusively determined.